Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. Additionally, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 which confirmed the reported event of inaccurate cgm readings. The patient did not report injury or medical intervention. The complaint sensor was not returned to dexcom. The receiver (part number str-gl-blu/serial number (B)(4) /lot number 5196150), being used with the complaint sensor, was returned on (B)(6) 2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. The patient did not report injury or medical intervention. The complaint device was not returned however, the receiver used with the complaint device was returned for evaluation. A follow-up report will be submitted once the investigation is complete. Additionally, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 which confirmed the reported event of inaccurate cgm readings. The complaint device was also returned for evaluation. The receiver data log was reviewed on (B)(4) 2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. The complaint device was also returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver data log was performed confirming the reported event of inaccurate bg values. However, a root cause could not be determined.